Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock for t-wave oversensing. The device sensing vector was reprogrammed from primary to secondary. Then recently, the patient received two more inappropriate shocks for t-wave oversensing. Auto set-up consistently choses alternate vector, including when heart rates are elevated. The device chose a 2x gain this time, which was new. Episodes were sent in to boston scientific technical services (ts) for review. Alternate looked fine, but had low amplitudes. Ts discussed checking vector at elevated rates with isometrics. The field representative did perform isometrics at elevated rates while performing auto set-up and it consistently chose alternate. The signal looked normal with just a little noise. The patient was in his truck and reaching for his phone when he received one of the shocks. The other event occurred while he was walking into his house. The patient does not perform any strenuous exercise. The system placement looked good after review of x-rays, therefore no concern with system placement. Ts discussed postural testing in alternate vector and noted that with isometrics and elevated rate with good signals in alternate 2x gain vector, they might want to program this since secondary and primary have shown some challenges. No adverse events or further issues reported.